Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noise and low-amplitude signals, consistent with myopotential oversensing. Auto-setup was performed, and the device selected the alternate vector with 2x gain. No further myopotential oversensing was observed. Device therapy was temporarily disabled following the inappropriate shock. An induction test demonstrated appropriate arrhythmia detection, and an 80-j shock successfully converted ventricular fibrillation. Additional troubleshooting with provocative maneuvers in the secondary vector produced brief myopotential noise. The physician elected to maintain programming in the secondary vector with 2x gain and continue monitoring through the remote monitoring system. The device remains in service, and no additional adverse patient effects were reported.